Event description:
The reporter states that he obtained the blood glucose results of "hi" (greater than 600 mg/dl) and 183 mg/dl within 10 minutes on the accu-chek aviva system. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.